Event description:
It was reported that the tie-down used to secure the lead in place was causing a pt to have skin irritation at the neck. The surgeon planned on taking the pt into the o.r. To remove the tie-down. Good faith attempts to obtain add'l info as well as obtain confirmation that the tie-down was removed have been unsuccessful to date.